Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in france, it was a case of an implant of a 29mm sapien 3 valve in aortic position. During the procedure, the commander delivery system balloon burst at the end of inflation step. The commander was withdrawn through the esheath without issues. After that, another non-edwards balloon was used to post-dilate the valve, and it also burst. The balloon burst had no impact on the patient and was in a good condition after procedure. As reported, calcifications might have contributed to the reported event.